Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. The reported patient effects of angina and restenosis, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity, no calcification and 70% stenosis in the mid right coronary artery (rca). On 2009, the patient entered the hospital presenting an angina pectoris and a non-abbott drug eluting stent was implanted. The patient was compliant with dual antiplatelet drug therapy (dapt) after the procedure. On (B)(6)-2015, the patient came back with an adverse outcome of subtotal in-stent restenosis. A 2.5 x 38 mm xience alpine stent was implanted in the mid to proximal segment in the rca. Post-dilatation was performed with a non-abbott balloon catheter with good final results. On (B)(6)-2015, the patient entered the hospital again presenting angina pectoris. The angiography showed a kink in the stent implant and mid rca with restenosis of 70%. A stent fracture was suspected. Therefore, a 3.0 x 12 mm xience alpine stent was implanted at 12 atmospheres and multiple post-dilatation was performed with the xience alpine balloon at 16 atmospheres. The final results were good and the patient is doing well. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.